Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose and possible under delivery anomaly. Blood glucose level at the time of the incident was in the 350 mg/dl to 400 mg/dl range which was treated with insulin pump. Customer alleged the insulin pump was under delivering because customer had delivered multiple boluses, but has not been able to get her blood glucose stabilized until moving on to their older model insulin pump. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.